Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. There was proteinaceous debris observed within the exterior and interior of the valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report, cerebrospinal fluid was accumulating postoperatively. The report stated the shunt was repositioned and retention of fluid was observed again. It was reported the shunt was explanted on (B)(6) 2016. Reportedly there was no injury to the patient and the patient is currently under follow up. It was later reported that there was no allegation the valve had malfunctioned or was not working properly and was explanted as part of the shunt system.